Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a defective intraocular lens (iol). Additional information was requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury or device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a defective intraocular lens (iol). Additional information was received reporting the implant was scratched and folded when taken out of the case.